Event description:
It was reported that the customer was hospitalized due to hypoglycemia. During the hospitalization the blood glucose reading was 20mg/dl. Customer stated she might be bolusing more than she should. Customer stated after her gastric bypass surgery, she has encountered low blood glucose when she over boluses. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.